Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a slice on the electrode. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion following implant surgery. An x-ray confirmed extrusion. The recipient reportedly underwent repositioning surgery on (B)(6) 2021, where the electrode lead wire was damaged. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.